Event description:
It was reported in a journal article from vol 19, no. 2, 2010 edition of "the japanese journal of vascular surgery", that following a percutaneous coronary intervention (pci), an angio-seal sts plus was selected for use. Immediately after deployment, the patient experienced an acute arterial occlusion of the right leg. The physician surgically removed the angio-seal and performed a patch angioplasty of the artery. The surgical findings revealed an occlusion of the superficial femoral artery (sfa) and that the collagen had protruded into the artery. The anchor was stuck on the posterior vessel wall. The physician commented that the collagen might have protruded into the artery because the puncture site was located close bifurcation between the sfa and the deep femoral artery (dfa), and the diameter of the punctured artery was not large enough to deploy the device. Additional information was not available. The incident, implant and explant date were unk.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) state that the device is indicated for use in closing and reducing time to hemostasis at the femoral arterial puncture site in patients who have undergone diagnostic angiography procedures or interventional procedures using an 8 french or smaller procedural sheath for the 8f angio-seal device and a 6 french or smaller procedural sheath for the 6f angio-seal device. The angio-seal device instructions for use (IFU) warns, do not use the angio-seal device if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery. This may result in the angio-seal device anchor catching on the bifurcation or being positioned incorrectly, and/or collagen deposition in the vessel. These events may reduce blood flow through the vessel leading to symptoms of distal arterial insufficiency. The angio-seal instructions for use (IFU) state that if collagen deposition into the artery or thrombosis at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The angio-seal device instructions for use (IFU) instruct the user once a full rear lock has been achieved, and the device is being deployed, do not re-insert the device; re-insertion of the device after partial deployment could cause collagen to enter the artery. Also, failure to maintain tension on the suture while compacting the collagen could cause collagen to enter the artery. Also erratic, vigorous tamping or excessive upward tension on the suture may result in collagen placement in the artery or anchor breakage.